Event description:
Pt had MRI port inserted at our facility on (B)(6) 2006. Pt received several chemotherapy treatments at another facility in town. During her treatment an approx (B)(6) 2007, the nurses had trouble finding the appropriate insertion point and made several attempts. The pt experienced severe burning and pain. Testing revealed catheter not attached to port. Pt returned to our facility to remove port and examine tissue surrounding port from extravasation into tissue on (B)(6) 2007.